Event description:
It was reported the pt's ipg depleted and was replaced with a new one. The ipg became depleted while the pt was dealing with other health issues. Effective stimulation therapy was regained postoperative.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.